Manufacturer narrative:
The automated impella controller device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an aic (automated impella controller) displayed a controller failure alarm during start up. The power was cycled to troubleshoot the issue but the failure remained. It was noted that while flipping the on/off switch for the battery, there normal "click" noise was not present. The aic was swapped as a result of the persistent failure. There was no patient involvement:.

Manufacturer narrative:
The investigation for the reported console (aic) red alarm has been completed. The console was returned for evaluation. Upon functional testing, there was no click sound when pressing the battery on/off, likely due to a battery switch malfunction. Data logs were reviewed, which confirmed a controller failure alarm due to epm software corruption. The root cause for controller failure was a defective impellatronic board, and the cause for epm software corruption was not determined. The root cause for controller failure was a defective impellatronic pca, and the cause for epm software corruption was not determined. The root cause for the inaudible click sound on the battery switch was most likely due to the defective battery switch assembly. Added-d9 device return date. D4-updated model number in accordance with updated procedures, section d2 has been revised from the initial submission.